Manufacturer narrative:
Rti surgical germany conducted a comprehensive records review. During records review for lot nza22040015 there were no departures noted that affected the quality of the copios pericardium membranes. Rti germany has manufactured 90 allografts specific to copios pericardium membranes. There are no related complaints for the lot. Based on rti's germany investigation conclusion and the review of the described undesired result does not associate with the copios pericardium membrane. Causality is assessed as not related to the membrane. According to records review serial ID (B)(6) met rti germany's specification.

Event description:
It was reported that a patient underwent a dental procedure with implantation of a copios pericardium and a puros® allograft customised block (human) and reported infection with dehiscence, abscess, inflammation, edema and pain on (B)(6) 2023.

Manufacturer narrative:
Rti surgical germany conducted a comprehensive records review. During records review for lot nza22040015 there were no departures noted that affected the quality of the copios pericardium membranes. Rti germany has manufactured (B)(4) allografts specific to copios pericardium membranes. There are no related complaints for the lot. Based on rti's germany investigation conclusion and the review of the described undesired result does not associate with the copios pericardium membrane. Causality is assessed as not related to the membrane. According to records review serial ID (B)(6) met rti germany's specification.

Event description:
It was reported that a patient underwent a dental procedure with implantation of a copios pericardium and a puros® allograft customised block (human) and reported infection with dehiscence, abscess, inflammation, edema and pain on (B)(6) 2023.